Event description:
It was reported that the patient underwent a revision procedure 2 months post implantation due to a dislocation at the site. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: item number: 00630505036 item name: trilogy® longevity® liner standard 3.5 mm offset 36 mm i.d. Lot number 62235789. G2: foreign: australia. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 g3 g6 h2 h6 suggested component code: mechanical (g04) - head h8 h11 pictures of the head were not provided and the device was not returned. Part and lot identification are necessary for review of device history records, neither were provided. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: left total hip arthroplasty with super dislocation of the left femoral head and possible metallosis. A definitive root cause cannot be determined. The complaint is confirmed based on the x-ray findings. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.